Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that potassium, 20 meq, IV piggyback, infused too quickly (39 min or less instead of 1 hour). The programmed rate was 100 ml/hour. The primary line was running ½ normal saline w/ 20 meq of potassium chloride. No patient harm. Although requested, further information not provided.

Manufacturer narrative:
The probable cause of the customer¿s complaint of potassium, 20 meq, IV piggyback, infused too quickly was identified as a disposable set backflowing past the back-check valve into the primary IV bag. This could be perceived as the secondary infusing too quickly. A review of the device history record showed the device had a manufacture date of 04/25/2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that potassium, 20 meq, IV piggyback, infused too quickly (39 min or less instead of 1 hour). The programmed rate was 100 ml/hour. The primary line was running ½ normal saline w/ 20 meq of potassium chloride. No patient harm. Although requested, further information not provided.